Event description:
Event description guidant received information that at 31.0 months post implant, upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a string of pulse generator fault messages including:'device status changed by battery status' and an av30 fault code. Technical services recommended device replacement.